Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (severity 3).

Event description:
Company representative reported "rupture", "deformation of the area, volume nad paint in the axilary region and around the breast". "Lobulations in the contours", " echogenic line sign of ladder or rail in cse". Healthcare professional later reported "rupture", events confirmed by ultrasound. This record is for the right side. Device remains implanted.